Event description:
Nurse reported hospitalization due to diabetes ketoacidosis. The blood glucose reading at the time of the event was over 600 mg/dl. Customer's ketones were high. Customer was vomiting and extremely thirsty. Hospital treated with IV fluids, potassium and blood thinners. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.